Event description:
A surgeon attempted to cut this product (bone void filler) during around the knee osteotomy (ako) with the cutting machine dedicated to this product. However, the surgeon failed to cut this product into an intended shape because the diameter of the osteotomy disc mounted on the medical instrument was too small compared with the thickness of this product. The surgeon decided to manually break this product and implanted it to the space created after the osteotomy and completed the ako.

Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The reason the disc of the cutting machine used did not reach the thickness of this product is that it was not set up as normal. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: 1. Important basic precautions: (3) when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (9) cutting wedges or trapezoids may cause cracking or inappropriate breaking, etc. This report is being submitted as a medical device report is an abundance of caution.